Manufacturer narrative:
On (B)(6) 2015 09:50 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro 2 extension cable and hemopro 2 adapter cable were stuck together, they wouldn't come apart. The hospital did not report any patient effects.